Event description:
Reportedly, the transmitter does not turn on.

Manufacturer narrative:
Evaluation: upon reception, the returned home monitor was tested and the reported issue was initially not confirmed, as the subject device turned on. However, the status light remained orange and despite multiple attempts to power the device, the following behavior was observed each time: all leds briefly lit at first and turned off shortly after, as reported in the complaint description. Based on available data, it is suspected that this event resulted from a hardware issue. However, the root-cause could not be determined with certainty.